Event description:
A health care professional (hcp) via a manufacturer representative reported a consumer had an infection- bacterial (B)(6). The consumer complained of an unusual feeling in the wound site starting post-operatively. On the eighth (8th) day post-procedure, it was noticed that he patient had an infection ((B)(6)) and the ins was explanted immediately. It was noted that there was a decrease in physical strength/physical fitness and tolerance. The issue was noted as resolved at the time of the report. The consumer's medical history included failed back surgery syndrome (fbss).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.